Event description:
It was reported that a blade was missing. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for preparation of an in-stent restenosis (isr) prior to using a drug coated balloon (dcb). During the procedure, the wolverine balloon was slowly inflated three times, however, at first inflation, the balloon was deflated quite quickly. On the next two, slow inflations and deflations were performed. The isr was then treated with a dcb. The target area was successfully treated with no complications and good angiographic results. However, when the wolverine balloon was inflated outside the patient, it was noted that only two blades were seen. The 10mm x 2.75mm wolverine has three atherotomes. It was noted that the third atherotome could have been behind the balloon as the balloon was not spun around to assess the entire balloon. The wolverine was discarded and therefore unable to confirm the number of atherotomes on the wolverine. No patient complications were reported as a result of this event.